Event description:
Boston scientific received information that this right ventricular (rv) lead did exhibit loss of capture and out-of-range high pace impedance one day post implant. R waves were observed at 15.5 millivolts. Shock lead impedance had increased from 40-60 ohms. The boston scientific local area sales representative also confirmed that there had been no oversensing or inappropriate detections overnight, but that when rv pacing, that pacing appeared to be affecting the atrium. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
A chest x-ray had not been done, but evidence reasonably suggests lead dislodgment at this time. To date, information suggests that this rv lead remains in service without intervention. As new information would become available, this report will be further evaluated and updated.